Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery when the guide wire was placed, it broke at the moment the surgeon was drilling. The tip of the guide wire was left in the patient¿s bone. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.